Event description:
Same case as MFR report# 2134265-2009-00606. It was reported that during a lower extremity percutaneous transluminal angioplasty procedure, removal difficulties were encountered. The lesion being treated was located in the superficial femoral artery (sfa). Arterial access was obtained with a non-bsc 4 fr sheath. An unspecified j-wire and diagnostic catheter were placed, and an aortogram was performed. Using a contralateral approach with a j wire, alower extremity runoff was performed and the lesion was located. The j-wire was exchanged for the 0.14 thruway guide wire, which was able to cross the lesion. The 2.5 x 40mm sterling balloon catheter was advanced over the guide wire, however, resistance was encountered in the mid-sfa and it was noted that the guide wire and the balloon had prolapsed into the aorta at the bifurcation. The guide wire and balloon catheter were pulled back and were able to be straightened, however, still unable to advance. Resistance was encountered while pulling back on the balloon catheter. Attempts were made to push the guide wire forward and back. It was noted under fluoro that the guide wire had a "kink/loop" at the port of the sheath. Attempts to straighten were unsuccessful. The 4 fr sheath was exchanged for a 7fr sheath and the physician was able to pull back and "snugged" the loop as tight as he could get and then was able to remove the balloon and guide wire. The patient experienced "pain for just a moment" but remained stable. The procedure was not completed due to this event. The patient's condition post procedure was reported as "fine". The patient returned for another procedure, at a later date, and the physician reported that the site of the previous complication looked "normal". No further complications were reported.

Manufacturer narrative:
.